Manufacturer narrative:
(B)(4). Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarms. Blood glucose was 144 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.